Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while screw in a 9 mm cfx and increasing torque, the polyaxial head of screw broke of due to the failure of the screwdriver tip (torx tip broke off). This has created a significant threat to patient: a minimally invasive surgery (minimally invasive) had to be opened further (length approx. 6 cm cut length of approx. 2 cm). This resulted in a larger wound, a higher risk of infection, the surgical and anesthesia time extended, greater risk of damage to storage, increasing risk of embolism, larger blood loss, longer recovery time, if necessary a long hospital stay. High danger of no removal of the screw shaft with then missing short on anchoring ability of the implant and thus extension to intervening region. Result: greater functional impairment, higher material relaxation rate, higher risk of degeneration of the connection. Also, the risk was mentioned that non-recognition of the problem with the insertion instruments including the screw head can slide off and could hurt vulnerable structures in the spinal canal. In the worst case, there might be a spinal cord injury. The patient suffered no further damage to the problems.